Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73f1600214 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
During a gallbladder surgery while using an auto endo applier the clips fell out after the first few worked fine and would not load anymore. They switched to another ae5 to continue the surgery. The patient's condition is unknown at this time.